Event description:
One patient with discrepant phosphorus results. Initial plasma result gave 0.2 mg/dl; repeat using serum sample drawn at same time gave 4.1 mg/dl. Erroneous result was reported. Patient not adversely affected. The field service representative was unable to duplicate the issue. The technical service representative found the technical limits were set incorrectly, and set the correct technical limits. Performance tests were performed and within specifications.